Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
A report was received stating the needle of the listed device broke during removal from use with patient. A portion of the needle remained in the patient and was removed through a small incision. No permanent adverse effects to the patient reported